Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The single site curved cannula was found to have a weld defect. As a result the shaft rotates from the bowl. A field safety notice #2955842-02-28-2014-001-r requested for all single-site 5mm curved cannula including part number 428072-03 to be replaced and returned. The complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single site curved cannula was observed to be curving the wrong way. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.